Event description:
Information received indicates the head section will not hold in position (drift).

Manufacturer narrative:
The technician found the right side head actuator for the head elevation gas spring was not adjusted correctly. The technician adjusted the actuator to repair the bed.